Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
The pharmacist reported that the infusor did not complete the infusion. The infusion was set up for 24 hours with a volume of 240ml. It was reported that approximately 240ml remained in infusor. There is patient involvement; however, the status of the patient and outcome of the event are unknown at the time of initial report.